Event description:
The manufacturer received information alleging a ventilator was due for service. There was no harm or injury reported. The device's downloaded event log was reviewed by the field service engineer and an inoperative alarm indicating a power issue was observed. The device's power supply and system board need to be replaced to address the issue.